Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) was dispatched and replaced the crem module reagent syringe. The fse also noticed the stirrer motor was intermittent and ordered the part for replacement. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The result was reported out of the lab and was questioned by the physician. The original specimen was re-tested 3 times and results obtained were in a different clinical range. There was no change to patient treatment.